Event description:
On (B)(6) 2013, pt had diagnostic lap performed and was discharged home after the procedure. On (B)(6) 2013, pt returned to the emergency room - stated that a small round object fell out of her vagina that morning (small round cap/object was brought in by the pt). Pictures taken and object identified as spacer cap off of the clearview uterine manipulator used during her procedure on (B)(6) 2013.